Event description:
It was reported that the patient expired. During device interrogation post patient¿s death, it was noted that there were multiple vt episodes and electrogram showed only one episode. During an attempt to export and print the log files, device went into reset. Upon re-interrogation, the event log was cleared and the file was corrupted. The device also showed a reset event few weeks prior to device implant. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.

Manufacturer narrative:
The reported event of device in backup vvi was confirmed via review of device image. The cause of the bvvi was not determined. The device was tested on the bench and using automated testing equipment, and no anomalies were found.